Event description:
Report received of an adverse event while the device was in use. The pt was receiving dilaudid for pain management therapy. The pump was programmed to deliver 1mg/ml of dilaudid in the pca only mode, pca dose of 0.2mg, pt lockout of 8 minutes and a 4-hour limit of 6mg. Reportedly, the pt complained of chest pain and was transferred from the medical surgical unit to the telemetry unit at 2:15pm. The pt was transferred with the pca dilaudid, but "was not using much". The 15ml syringe vial of dilaudid was changed at 8:30pm. At an unspecified time later, the pt arrested. The pharmacist assisting with the code, noted that initially the syringe in the pump was full. During the code, the pt's IV access was disconnected. At the end of the code, it was noted that the syringe in the pump was empty, and that a "puddle of fluid was on the floor underneath the pump". It was thought that the dilaudid dripped onto the floor. An unspecified dose of IV narcan was given during the code; however, it was reported to be ineffective. The narcan was given to assess the possibility that the previously administered dilaudid caused or contributed to the pt event. The pt was subsequently transferred to the ICU on life support. Though requested, there was no further info available.